Manufacturer narrative:
The manufacturer has completed the investigation of a bipap vision that allegedly had a ventilator inoperative condition and did not audibly alarm. The patient's blood oxygen level decreased but there was no patient harm or injury reported. The device was evaluated by the manufacturer's service technician. The customer's complaint was confirmed. The manufacturer reviewed the device's error log and found evidence of a ventilator inoperative condition. The pressure control pca was replaced to address the issue. The manufacturer confirmed the device audibly alarmed properly. The manufacturer concludes that the bipap vision alarmed to alert the caregiver of an event. The bipap vision is an assist ventilator and is intended to augment the ventilation of a spontaneously breathing patient. It is not intended to provide the total ventilatory requirements of the patient.

Event description:
The manufacturer received information alleging a bipap vision had a ventilator inoperative condition. The patient's blood oxygen level decreased. There was no report of patient harm or injury. The investigation for this issue is still ongoing. The manufacturer will submit a follow up report when the investigation is complete.